Event description:
It was reported that a patient received a burn that developed a blister on her left breast/chest after an MRI of the cervical and lumbar spine while under anesthesia. The patient was monitored by an invivo patient monitor. While the patient was recovering in the hospital room after the MRI, the patient notified the nurse that a burn was discovered on her left breast. The patient described the initial burn as the size of the "skin side" of the metal part of the electrode patch, about the size of a nickel. The wound area was blistered around the edge and toward the center, and the center was black in color and cratered. The outer edge of the blister was described to have tiny pinpoint blisters. The patient noted that after an unspecified amount of time, the area became the size of a quarter. The patient was evaluated and treated in the ER the same day and has been treated as an outpatient with topical zinc ointment and is having continued and routine follow up checkups with the facilities' wound care clinic.

Manufacturer narrative:
As indicated on the patient warming questionnaire, the site used proper padding and patient positioning. The site cannot confirm if the ECG patches and ECG lead set wires were MRI compatible. Per mr safety guide 2381696-100 rf heating can be caused by use of non mr compatible ECG electrodes and ECG leads not compatible with mr. Mr leads have very high impedances that limit current to below the level of concern. The investigation focused on four main areas: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil/ ECG checks). System/ image quality: (system level testing to check for system failures). Patient monitoring: (patient alarm and rf safety monitor checks). Visual inspection and the test results for the MRI system show no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. The device labeling was reviewed and the working safely section of the mr safety guide 2381696-100, rev 12, defines rf heating can be caused by use of non mr compatible ECG electrodes and ECG leads not compatible with mr. Mr leads have very high impedances that limit current to below the level of concern. No further actions are planned at this time.